Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a 2.8 cm lung tumor was ablated with 3 overlapping 10 minutes at 45 watts cycles without immediate complications. 4 weeks after the ablation of the tumor with the evident system a lung empyema occurred as complication. A thoracoscopic removal of the sequestered tumor which was in the pleural cavity was performed. The following pathological investigation of the specimen showed 70% viable tumor cells of a lung adenocarcinoma near necrotic tissue.